Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump isn't reading his meter for some reason. Customer stated that he is going to his doctor and has been having a lot of low blood glucose readings. Customer stated that he woke up and couldn't get his blood glucose up. Customer was working in the yard and his blood glucose was down. Customer stated that he tested his blood glucose today and it was 47 mg/dl. Customer's current blood glucose is 134 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose readings for a week. Customer stated that his blood glucose was in the 30's mg/dl. Customer stated that his doctor changed his settings a few weeks ago and the pump was worn during a medical procedure/test around an MRI. Customer stated that there was no MRI exposure to the pump. Customer was advised to discuss the possible causes of his low blood glucose with his doctor. Customer was advised to monitor his pump and his blood glucose levels.